Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that a size 3 cr trial insert broke inside the patient. The back portion of the trial broke off. All pieces were removed from patient (visually confirmed, assembled at back table with no pieces missing). Rep reported that there was no surgical delay.

Manufacturer narrative:
An event regarding crack/fracture (¿size 3 cr trial broke inside the patient¿) involving a triathlon trial was reported. The event was confirmed by the visual inspection and material analysis of the returned device. Conclusions: the reported event ¿size 3 cr trial broke inside the patient¿ was confirmed. The visual inspection that the distal end was fractured and a material analysis engineer noted, fracture observed on posterior surface of trial consistent with an overload condition, as indicated by hackles observed on fracture surface. Damage consistent with contact against a hard object also observed. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined.

Event description:
It was reported that a size 3 cr trial insert broke inside the patient. The back portion of the trial broke off. All pieces were removed from patient (visually confirmed, assembled at back table with no pieces missing). Rep reported that there was no surgical delay.